Event description:
Reportedly, the home monitor does not stay on. Preliminary analysis revealed that the reported issue most probably resulted from mechanical shocks or from the wear of a component.

Manufacturer narrative:
Preliminary analysis revealed that the reported issue most probably resulted from mechanical shocks or from the wear of a component.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the home monitor does not stay on.